Event description:
The customer complained of discrepant results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The patient was initially tested on the c501 module with an na of 121 mmol/l, a k of 3.6 mmol/l and a cl of 84 mmol/l. These results were reported outside of the laboratory to the attending physician. The patient was sent to the ER the following day and a new sample was obtained. The sample was tested on a different c 501 module with an na of 143 mmol/l, a k of 4.0 mmol/l and a cl of 103 mmol/l. The customer pulled the original sample and repeated it on both c501 modules. The repeat results from the c501 module in question were an na of 143 mmol/l, a k of 4.97 mmol/l and a cl of 101 mmol/l. The repeat results from the other c501 module were an na of 145 mmol/l, a k of 4.94 mmol/l and a cl of 101 mmol/l. The na and cl results were corrected to 145 mmol/l and 101 mmol/l respectively. The k result of 3.6 mmol/l was not corrected as this better matched the patient's history. The customer pulled a couple other patient samples that had been run before and after this patient sample and the initial and repeat results for these other patient samples compared well to each other. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site where it was suspected that fibrin was in the aliquoted sample. The customer ran their own calibrations and qc and verified the system was working well. The fse completed a 20 cup precision test and all results were acceptable. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The type of results the customer complained about indicate improper pre-analytical handling at the customer site. Based on the available data, a mis-sampling of the patient sample occurred which is mainly caused by poor sample quality. The customer has had no further similar complaints.